Manufacturer narrative:
The device was not returned for analysis, limiting the investigation to the review of the device history record. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. Based on the device not returning and limited information received, the root cause of the dark and sharp images could not be conclusively determined.

Manufacturer narrative:
The engine was received into the lab for analysis. Visual inspection showed that the engine was received damaged. The engine shows signs of being dropped/mishandled as the case has bends and dents. No evaluation or testing was performed as the engine was received in a condition that would not allow any testing. The device history record was reviewed; there were no non-conformances or rework associated with this batch/lot/serial number. No prior related complaints found against the engine, however, review of the device history found that the device was previously returned to be refurbished on 10/12/2017 per po# (B)(4). Root cause of the reported issue could not be determined as the engine was received in a way that would not allow an analysis. Manufacturing/design issue not suspected as the system was manufactured in 2014; therefore, has exceeded design service life expectancy of 2 years.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent report.

Event description:
Further information received indicated that the procedure was completed without oct.

Event description:
A pullback was performed and the images were dark and not sharp on the system. The procedure was not completed.